Manufacturer narrative:
On 5-apr-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor then conducted a visual inspection, and microscopic examination of the returned device. Visual analysis of the returned device revealed that the implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-mar-2021, mentor received additional information regarding the suspected medical device. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The patient experienced right-sided rupture. Upon explantation, the right-sided rupture was observed. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast reconstruction with two 700cc mentor memorygel breast implant prostheses and experienced bilateral grade iii capsular contracture postoperatively. The diagnosis was confirmed via physical examination. As a result, the patient underwent removal and replacement with two 590cc mentor memorygel breast implant prostheses (catalog #: 3505590bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. This report is for the right-sided prosthesis.